Event description:
A facility reported that smoke was "coming out from the right side of the light output module" on the mlx 300w xenon lightsource (00mlx). It is unknown under what circumstance this event occurred. No patient injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the mlx 300w xenon lightsource was received in used condition. During evaluation, the depot technician did not duplicate the smoking issue with the mlx. Evaluation did identify that the power supply unit (psu) had the wrong daughter board attached to it, the ac entry module comes out when removing the power cord, the right and left side panels had physical damage, ac ferrite was rusted on the bottom, the turret does not retain light cable connection, and the rear fan was bad. As a result, the mlx needed a psu, ac entry module, right and left panels, ac filter, turret and rear fan replacements. Root cause analysis: the reported complaint was confirmed. The issue of this unit having smoke coming out of it could not be duplicated. The issue of this unit malfunctioning is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.